Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that anatomy and visualization was very challenging. During the procedure, the clip got stuck on the anterior leaflet, and the gripper ended up bending. Physicians were not able to remove the device from the leaflet so they ended up deploying it only on the anterior leaflet. It was decided to convert the patient to surgery to replace the valve. It was later noted that there had been a tear on the posterior leaflet. Also, due to the patient's pressure reducing, a balloon pump was used. It was noted that the patient was recovering and doing well.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that anatomy and visualization was very challenging. During the procedure, the clip got stuck on the anterior leaflet, and the gripper ended up bending. Physicians were not able to remove the device from the leaflet so they ended up deploying it only on the anterior leaflet. It was decided to convert the patient to surgery to replace the valve. It was later noted that there had been a tear on the posterior leaflet. Also, due to the patient's pressure reducing, a balloon pump was used. It was noted that the patient was recovering and doing well.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported entrapment of device. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information, a cause for the reported entrapment of device and bent gripper arm cannot be determined. Image resolution poor was due to challenging patient anatomy (extreme dilated left atrium (la). Additionally, the reported unspecified tissue injury and hypotension could not be determined. The reported unchanged mr was likely related to the reported tissue injury and clip caught on leaflet. The reported patient effects of mr, hypotension, and tissue injury, as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. Unexpected medical interventions, surgical intervention, and foreign body, removal of were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.